Event description:
It was reported, that intermittent occlusion alarms occurred. Reportedly, the customer was using the same cartridge for over 3 days with novolog insulin. Tandem technical support educated, the customer this is considered off label use, per the tandem user guide. The customer's blood glucose level was displayed as "high". A specific value was not provided. Elevated blood glucose was addressed with a supply change. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours, as recommended by your healthcare provider. The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.